Manufacturer narrative:
Intermittent response from all buttons due to corroded keypad traces. Device passed self test and displacement test. No stuck button error alarms noted during testing. The following were noted during visual inspection: scratched case, missing display window cover, keypad overlay peeling, and missing end cap address label. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and stuck button alarm. Customer stated that buttons was not pressed more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.